Event description:
A customer reported experiencing high blood glucose levels, with a value displayed as "high," though the specific cause was unknown. Customer declined further troubleshooting for the issue with tandem technical support, therefore no additional information was obtained.